Event description:
It was reported that the patient experienced migration with an inflatable penile prosthesis (ipp) reservoir. A surgical procedure was performed in which the physician removed the existing component and implanted a new one. There were no device performance issues associated with the explanted reservoir. No information was provided about the patient's outcome.